Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise on stored electrograms which could not be reproduced in clinic. The patient reported having fallen against a door frame recently. No lead damage or dislodgement could be seen via x-ray. The patient was not pacemaker dependent. The lead would be monitored.